Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014

Event description:
It was reported that the right ventricular lead exhibited noise. Programming changes were discussed but no intervention was performed; the patient would continue to be monitored as there was no concern for inhibition of pacing. The patient was asymptomatic.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
New information received noted that more noise episodes were noted on a remote transmission. The noise was not reproducible when the patient came into clinic. The patient would continue to be monitored. There were no patient consequences.